Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific receive information that a revision took place due to out of range pace impedance measurements when it comes to this right ventricular (rv) lead and device. The lead was surgically abandoned and the device will not be returned. No additional adverse patient effects were reported. The patient was not pacemaker dependent and will be implanted with an s-ICD.